Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated proximal rca and 1st diagonal with two xience v stents. At about one month later, the pt was hospitalized for unstable angina. Diagnostic coronary angiography revealed >=70% and <100% stenosis within the proximal rca. At one week later, the stenosis was treated with balloon angioplasty and placement of another company's des stent. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and stenosis are known adverse events associated with coronary stenting, as noted in the xience v instructions for use and the risk assessment. Also, hospitalization is listed in the risk assessment. In this case, it is likely that the angina is a secondary effect of the restenosis, which was treated with implantation of another stent. A cause for the reported pt effects and the relationship to the product, if any, cannot be determined.